Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A replacement leadless implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.